Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The event began on an unknown date in (B)(6) 2018. The patient presented to the physician¿s office and stated that they fell and are having a shocking sensation from the stimulator. An x-ray was performed by the physician which showed that the right lead had moved out of the epidural space and may be broken. The patient will be scheduled for a revision of the lead after it gets authorized by their insurance. The issue was not resolved but the patient was noted to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The rep indicated that the revision has yet to be scheduled. They will follow up when it is scheduled. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). It was reported that the right lead moved up a vertebral body. The physician pulled the lead down and the patient is getting adequate stim coverage post-op. No further complications were reported.